Manufacturer narrative:
Correction section a a2:age at time of event updated to 77 years old as it was incorrectly documented on the initial submission. The device investigation has been completed and the results are as follows: device history record (DHR) results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product results: the complaint cannot be replicated, and there were no nonconformities identified. Returned sample(s)/device results: the returned implant was visually inspected and verified to be a hahn tapered implant 3.5 x 11.5 mm implant using the radiographic template. No defect or non-conformity was observed. Investigation results: the returned part was inspected and evaluated visually and in comparison with the DHR. No evidence indicates that the failed implant was defective as packaged. Root cause: although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Manufacturer narrative:
The dentist reported that the implant was too loose and failed to acheive its primary stability. However, no adverse events were reported and no abnormalities were observed with the implant itself. The patient is reported to be "doing fine". Another implant was placed successfully in another site near the same tooth location.the DHR was reviewed with the provided lot number and no discrepancies were noted in any of the processes involved in the manufacturer of the implant. The device is yet to be returned for evaluation and investigation. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported by the dentist that the implant failed. During placement, the doctor was unable to torque the implant into the osteotomy and extracted it. Upon follow up it was stated that the implant was too loose and failed to acheive primary stability. The implant was placed in tooth location#: 21 and had type 1 bone quality. The doctor then drilled another site near the same tooth location and successfully placed a different implant.however, no adverse events were reported and no abnormalities were observed with the implant itself. Both the sites were grafted and the patient is currently stated to be "doing good"